Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient lost the charger and lost communication with the implantable neurostimulator. The patient was referred to a health care provider for removal of the system for MRI compatibility. The patient has had back pain since an accident and the pain has always been there. The patient lost communication with the implantable neurostimulator in 2015, about one year prior to the report. There was no surgical intervention performed the day of the report and none scheduled. Information was received from the healthcare provider. The healthcare provider stated that the patient no longer wants the implanted neurostimulator because it is not effective. It was noted that the patient was referred to a physician for explant of the device. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.